Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that just about every time they eat something with oil in it, their implantable cardioverter defibrillator (ICD) goes off and shocks them almost to the ground. Follow-up was conducted to obtain further information on the episodes, but the attempts were unsuccessful. Records indicate the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.